Event description:
It was reported by service that the wheel was locked on the bed. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.